Event description:
It was reported that the customer (medication safety pharmacist) is "seeing is multiple cases each month across our health care system of nurses mistakenly programming the pump in units/hr. Instead of units/kg/hr., resulting in the patients only getting a tiny fraction of the ordered dose." Although requested, the customer was unable to provide the outcome of the patient. The customer is requesting the manufacture to enhance the product by implementing "hard minimum doses" for continuous infusions.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.